Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified: red tissue, red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified device to be underweight and a flat crease. A microscopic analysis was performed which identified a sharp edge broken assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -a missing piece of the shell assessed as to inconclusive.